Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while trying to remove the lead in the second attempted position, the helix could not be retracted. It was also reported that greater than thirty to forty clockwise rotations were applied. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.